Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 4.8, lab: 6.26.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 4.8, reference: 6.26, mean: 5.53. The mean is >5.0 and the difference is greater than 2.2. And only one inr value is greater than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. No product is expected to be returned. Recent accuracy test records with retained strips from lot #225433 were reviewed. Test results indicated accuracy criteria was met and accuracy discrepancy was not observed. There is no sufficient information to determine the root cause of customer's discrepant results. As of (B) (6) 2010, eight discrepant result complaints were reported for lot #225433 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of lot 225433 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria. No further action is required.